Manufacturer narrative:
On 24-jun-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and ineffective irrigation occurred. It was initially reported by the customer that they ablated the av node and when finished they took the catheter out of the patient. Tissue was adhered to the distal tip. There was no steam pop heard and the impedance values were normal. The patient is asymptomatic. No plans for intervention. Based on the information available, the event was assessed as a non-serious adverse event. The event is considered to be a soft tissue injury. No medical or surgical intervention was required. No indication that the event is life threatening. The event does not result in permanent impairment of a body function or permanent damage to a body structure and there was no report of prolonged hospitalization. On 2-jun-2025, additional information was received indicating there was tissue surrounding/enclosing the tip which lead to ineffective irrigation which was seen after catheter pulled out of the body. The patient responded as normal to closing of the groin and recovery in post recovery. Reported as fully recovered (no residual effects). Physician did not have an opinion on what they believe caused the adverse event, believes it was not from steam pop. Base on the new information received, the event was assessed as an MDR reportable malfunction.

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and ineffective irrigation occurred. It was initially reported by the customer that they ablated the av node and when finished they took the catheter out of the patient. Tissue was adhered to the distal tip. There was no steam pop heard and the impedance values were normal. The patient is asymptomatic. No plans for intervention. Based on the information available, the event was assessed as a non-serious adverse event. The event is considered to be a soft tissue injury. No medical or surgical intervention was required. Additional information was received indicating there was tissue surrounding/enclosing the tip which lead to ineffective irrigation which was seen after catheter pulled out of the body. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection, irrigation and fourier transform infrared spectroscopy (ft-ir) were performed following j&j medtech procedures. Visual analysis revealed an unknown material at the tip area where some irrigation holes were observed occluded. An irrigation test was performed and the catheter failed the test due to the occluded irrigation holes. A fourier transform infrared spectroscopy was performed and revealed biological-based material, potentially a tissue from medical procedure. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. The foreign material, patient event and irrigation issue reported by the customer was confirmed. The origin of the biological material could be related to the procedure, however, this could not be conclusively determined. The instructions for use (IFU) of the carto 3 system contain the following recommendations: inspect the catheter carefully for electrode integrity and overall condition. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).